Event description:
The customer observed a falsely elevated alinity c total bilirubin result for one sample that was reported out of the laboratory. The following data was provided: sid (B)(6) initial result = 159 unol/l, repeat = 12 unol/l, repeats on a different instrument = 12 unol/l and 13 unol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 63789uq03. Trending review did not identify any related trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 63789uq03 and the complaint issue. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity c total bilirubin reagent lot 63789uq03 was identified.

Event description:
The customer observed a falsely elevated alinity c total bilirubin result for one sample that was reported out of the laboratory. The following data was provided: sid (B)(6) initial result = 159 unol/l, repeat = 12 unol/l, repeats on a different instrument = 12 unol/l and 13 unol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.